Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer¿s blood glucose level was in 200 mg/dl range. Reportedly, customer continued using pump for insulin therapy.